Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has a cracked lcd screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).